Event description:
A medtronic representative reported that during an axiem cranial case, the system was unresponsive. The site had registered the patient and proceeded to navigate; tried re-booting the system and at this point the registration was not saved with the patient. The surgeon elected to proceed to completion of the surgery without navigation. No impact to the patient outcome was reported.

Manufacturer narrative:
The em interface stop working; thus, causing the issue with software. The logs showed the site did not attempt to navigate after the failure; the registration was recoverable as designed. Insufficient information provided to determine the root cause of the em interface unexpected exit. System performed properly. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database for further investigation.

Manufacturer narrative:
No software evaluation has been performed as of the date of this report.